Event description:
International affiliate reports that returned loan kit inspection fount the t-handle was not connecting with a driver correctly. It was determined that the internal locking balls are missing. It is not known when/where the locking balls separated from the t-handle.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the ergonomic t-handle (product code: 279702150, lot no: 0704gs) noted that both locking balls were missing from the spring loaded collar. A review of the device history record (DHR) for the ergonomic t-handle (product code: 279702150, lot no: 0704gs) was conducting with no issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. It was noted that the device has been in the field for approximately 9 years. A review of the complaint trend analysis found no complaints reported for the product code: 279702150 and lot no: 0704gs. The root cause is undetermined however the device has been in the field for approximately 9 years suggesting that the malfunction was a result of wear and tear. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.